Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that the ins moved up 2 inches in the patient's back. No steps were taken to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins was not covering the area of pain that the patient needed coverage in. The patient said stim was felt mostly in his back, but he was not getting relief for pain in his back, cheek, and leg. The patient said that "everything is out of his lower back, left hip, and right leg into his calf. The patient said he could hardly walk because of the pain. The patient noted it was the same pain that he was implanted for. The patient was not getting therapeutic benefit just about right after implant. The patient said he has met with a rep for programming 4 times. The patient said the ins was not currently working and the trial worked right away as he had no pain when he walked to his car after the trial started. The patient said he hasn't been right since implant in regards to pain therapy. A rep said the patient reached out to them the day prior to the report and said they were on the right pa th. The patient was going to contact the rep for reprogramming if needed. No further complications were reported. Additional information was received from the consumer. It was reported that "this thing was not working", patient clarified he could not get pain relief in his back and legs since implant. Patient stated they programmed it 4 times now but it has not helped. Patient stated a rep was made aware that therapy was not working 3-4 weeks post implant. Patient stated his trial went well but he was taking oral pain medication during his trial. Patient stated his goal was to stop taking the oral pain medication but he felt he could not do that because stim therapy was not working good enough. Patient stated that in the morning he could barely walk. Patient stated the hcp did an x-ray to verify lead placement last friday. No further complications were reported/anticipated. The reason for call was since doi the patient hasn't had therapeutic effect from their scs. Patient said that their ins moved up 2 inches after it was implanted. Patient's pain is in their lower back/butt/legs and they questioned the placement of the leads. The patient met with medtronic representatives (patient services asked and first and last names were unknown) 7-8 times for reprogramming and the patient continued to not receive therapeutic effect. Patient questioned if their ins is faulty and contemplated having it removed. Patient got escalated during the call and said that their lawyer will contact medtronic. The patient was redirected to their healthcare provider to further address the issue.